Event description:
Consumer called to report getting high readings when she is feeling low. Sometimes the readings are erratic. Analysis run on consensus error grid (ceg) using mean readings (197) as reference point vs. Bd readings (365, 28) yielded some data points in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.